Manufacturer narrative:
The reported event was confirmed. The service evaluation revealed a defective display and a worn door locking mechanism. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.

Event description:
It was reported that the touch screen has a problem. The problem was noticed after the surgery. There was no harm for the patient, operator or third party reported.